Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Customer's blood glucose ranged from 90-109 mg/dl.